Event description:
It was reported the plastic piece/sheath covering the non-active part of blade peeled off after scrub tech cleaned the blade in the v-slot of holder. This was during a bilateral breast reduction. The surgeon continued using the blade after the plastic piece was discarded and everything went well. There were no pt effects.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The device was not returned for eval. Review of the lot history revealed no anomalies.